Event description:
It was reported that during implant, there was difficulty advancing the lead due to an obstruction. After numerous attempts, the lead was explanted and found that the helix was fully extended and had a slight curve in the extended helix. The physician commented that the lead had not been extended during the procedure. The lead was placed on the back table and the helix was successfully retracted. After about twenty rotations the other way, the helix would not extend. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.